Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2008 and alleged that she had an issue with her one touch ultra2 meter. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that she was not able to obtain a blood glucose result and all that was displayed was the main menu on the meter. This alleged issue first occurred on the day before at 11:30 am. As a result of the reported issue, the pt ate more food/drink. On the same day lfs was contacted, the pt developed symptoms of being shaky and weak. She did not receive any medical treatment/attention. At the time of troubleshooting, it was verified that there was no meter trauma. The pt was walked through resolving the issue, but the alleged issue was not resolved. The meter would not turn on after the test strip was inserted. This complaint is being reported because the pt claimed to have experienced symptoms suggestive of being hypoglycemic after the reported issue began. She treated self with food/drink. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.